Event description:
Cutdown catheter inserted in lower leg. Two and a half hrs later intravenous site was bleeding. Nurse found that the catheter had broken away from the hub. Broken catheter was replaced. There was no apparent injury to the pt.